Event description:
It was reported that the burr became stuck with the wire. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. During the procedure, the physician was unable to cross the calcified lesion. A 1.50mm rotapro and a rotawire were selected for rotablation, however, the rotapro console was unable to reduce speed under dynaglide mode. A new advancer and 1.20 burr were then used, but the same dynaglide issue occurred, and the guidewire also became stuck with the burr. The wire and burr were removed together, and the procedure was completed successfully using rotalink. No patient complications were reported.